Manufacturer narrative:
Device evaluation: confirmation that the pilot light was not working by plugging the probe into the test system. The pilot light did not pass through the probe indicating a broken fiber.

Event description:
It was reported that during an ablation procedure, the user pulled the probe out of the packaging and set to the correct depth. The user then plugged in the e2k connector fully to check the pilot light and it was noted that there was no pilot light present. The user then switched probes out. There were no patient complications reported in relation to this event.